Event description:
Facility reports a patient quit breathing and died during a cataract extraction procedure. Prior to surgery, the patient received phenazepamum as pre-medication, and the surgical field was prepared with betadine. Surgeon states that atropine and mesatonum were introduced subconjunctively and followed by alcaine. The cataract incision was made with introduction of provisc and viscoat. Per reporter, the patient gasped, turned blue, and suffered respiratory arrest, during phacoemulsification. Resuscitation was not successful and the patient died, within minutes. Patient's history includes chronic bronchitis, and an unspecified allergy to analginum (metamizole sodium). Patient was treated with fluoroquinolone antibiotic for 3 days, prior to surgery. Patient's routine medications were a beta blocker (brand not specified) and azopt to treat open angle glaucoma (both eyes). Pathologist's report states death was due to acute pneumo-cardiac insufficiency. Pathologist states it is impossible to determine which of the medications used caused the abnormal reaction.

Manufacturer narrative:
H.3., 6.: the complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation.